Event description:
Re: wristech blood pressure monitor purchased through distributor . Monitor consistently gives readings 30 to 40 points lower for systolic and 10 points lower for diastolic than my physician's professional monitor. This is no problem for me since I have regular checks for elevated blood pressure. However, for anyone unaware that he has high blood pressure and just wants to check himself occasionally, this erroneously low, misleading reading would lead to the conclusion that he has no problem. I informed distributor of the problem, and suggested that unless they knew that this one monitor was the only one malfunctioning, they should inform all other purchasers about the problem. The only response was to give me instructions about how to return the monitor for a refund. Dates of use: 2009. Diagnosis or reason for use: elevated blood pressure.